Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the patient's driveline can be confirmed based on the evaluation of the submitted photos, which revealed several areas of damage to the outer jacket along the patient's driveline. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 08sep2017. Heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Additionally, the heartmate ii lvas IFU is also available. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2021-03824.it was reported that the patient had some breaks in the polyurethane and covering on his percutaneous lead and battery cables. The patient had not had any pump stoppages on interrogation or any other trouble besides low voltage advisories. The log file contained abnormally low voltage readings on both battery power and power module power. After the patient was placed on the clinic's power module an additional log file still contained abnormally low voltage readings which indicated that the controller leads were worn. The manufacturer's technical service representative recommended that the patient's driveline be wrapped in rescue tape as the damage appeared only cosmetic at this time. It was also recommended that the patient be swapped to a new controller and the patient cable be replaced as a precaution. The customer applied rescue tape to the patient's driveline and exchanged both the controller and patient cable as recommended.